Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemi colon and a part of the liver, the component of the first reload broke off and was found on the table. They used two other different types of reloads with the handle, one of the reloads was not able to fire. The screen displayed a yellow circle aligned with the reload symbol. They used a new reload to complete the case. There was no patient injury.